Event description:
It was reported, the pt had persisting pain at her ipg site. The physician treated the pt with injection of lidocaine in her ipg site. The pt reported relief of the pain after the injections.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.